Event description:
It was reported the endo of the tip on the large needle driver instrument is scratched. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the metal components at the tip are not scratched. The instrument moves intuitively in all directions when the input discs are manually rotated. Engineering also observed the distal end of the main tube has a couple of sections with material removed. One section is .875 inches long by .180 inches wide and parallel to the tube axis with a rough surface finish. The wear pattern is consistent with cannula related tube abrasions. Above this section there is a broader section that appears to be a combination of scratches and scraping. This section has less material removed. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.